Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys ft4 ii assay (ft4) on a cobas e 411 immunoassay analyzer (e411). The erroneous result was not reported outside of the laboratory. The sample initially resulted as 1.96 ng/dl accompanied by a data flag. The sample was repeated, resulting as 1.36 ng/dl. The 1.36 ng/dl value was reported outside of the laboratory. The customer ran controls and then the sample was repeated a second time, resulting as 1.39 ng/dl. The patient was not adversely affected. The ft4 reagent lot number was 15822301, with an expiration date of 09/30/2017. The reagent pack was checked for air bubbles and none were found. A specific root cause could not be determined based on the provided information. Possible root causes for this event may be pre-analytic handling of the sample, bubbles or foam on reagent surfaces, the analyzer mixer not being within specifications, old pinch valve tubing, improper handling of the reagent or system reagents, or contamination of the environment with the analyte. A general reagent issue can most likely be excluded. Calibration was determined to be valid, with signal values that were lower than expected. Controls were found to be within specified ranges, but no control values were provided for (B)(6) 2016.